Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye as there was scratch on the lens. There was a slight incision enlargement for removing the lens. From additional information it was learnt that scratch in the lens was noticed at the day of surgery, after the lens was implanted. The lens was explanted in a secondary procedure and replaced with the same model and same diopter lens. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.